Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The patient's blood glucose was reported as normal, and the patient did not require medical treatment. There were multiple compromised force sensor system alarms in the alarm history. The insulin pump was not returned for analysis.